Event description:
The user experienced calibration issues for several assays after the measuring cell was replaced. The user also reports receiving a discrepant vitamin b12 result for one pt sample. The initial result was less than 30.00 pg per ml and repeated same day at 462.1 pg per ml. No results were reported. This was the only sample that had a discrepant result as the user stated she repeated some other samples and the results were okay.

Manufacturer narrative:
The field service rep determined there was a malfunctioning sample lld pcb and the analyzer was intermittently picking up too little sample but not alarming. He replaced the lld pcb, checked the voltages, ran calibration, qc and pt samples. All results were within specification.